Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a colon procedure, the clips were delivered accrossed. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the er420 device was returned in good visual condition and with a clip on the jaws. The clip was removed in order to measure jaw width. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. However, no scissoring issues were noted. It could not be determined what may have cause the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.